Event description:
Revision surgery revealed lossening of the baseplate. During the surgery, the tibial inserts would not seat properly in the revision baseplate. A new baseplate and insert were chosen and implanted without incident.

Manufacturer narrative:
Summary of eval: the tibial baseplate and tibial inserts were visually and dimensionally inspected as received. The baseplate is in new condition. The anterior locking tab of each of the inserts exhibits insignificant distortion as a result of the intra-operative assembly attempt. A dimensional inspection of the baseplate found that all dimensions relating to insert mating met design requirements. The inserts were assembled in the as-received condition to the returned baseplate using two-thumbs pressure. Results for all three inserts were a crisp snap action with full, tight seating. A review of the device history record for this baseplate and inserts found that all attributes which could have affected this event met design requirements during manufacture. The eval results suggest that this event is not device related but rather is associated with intra-operative procedures.